Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain and was seen in the outpatient pd clinic on (B)(6) 2022. It was stated the patient had a pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy with vancomycin 1500 mg and ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event and subsequently continued pd treatment with the same cycler; then stopped as noted above. The patient¿s nurse confirmed the patient did not have issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.